Event description:
Reporter indicated that patient's lead was explanted because it failed. Both the lead and the generator were explanted and returned to the manufacturer for analysis. Exact reason for explant of entire ncp system is unknown at this time.